Manufacturer narrative:
No additional information has been provided regarding the reported injury of the employee. A steris field service technician arrived onsite, inspected the transfer cart, and was unable to duplicate the reported event. The technician docked the transfer cart to three different sterilizers without issue. The cart docked and remained in a docked position as designed. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. Steris will offer in-service training to the user facility regarding proper use and operation of the transfer cart. No additional issues have been reported.

Event description:
The user facility reported their transfer cart was not docking properly. An employee pulled the cart from the sterilizer but the front legs did not lock to catch the weight of the cart. The front of the cart dropped down while the back of the cart lifted up. The employee experienced an injury to his back and shoulder due to the reported event. The employee sought medical treatment for the reported injury.